Manufacturer narrative:
Initial.

Event description:
It was reported that the pump generated alert 38 for a motor stall, persisted after an attempted restart, and was resolved after a dry run and a full supply change with new connector and infusion set, after which insulin delivery resumed; blood glucose at the time was 127, and the event aligned with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device issue consistent with a stalled motor resulting in failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.